Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e-mail that the insulin pump has alarmed no delivery, has to change batteries frequently and has frequent motor alarms. Customer does not recall any significant events leading to the error. Customer's blood glucose was 200 mg/dl at the time of incident although customer indicated that blood glucose can go higher sometimes, but didn't indicate going over 400 mg.dl. No further information was given.